Event description:
Trach changed, found hole on anterior side. New trach placed without incident. Leak noted again, trach changed with hole confirmed on anterior side in same place as day before. Patient code: 4582. Device codes: 1504, 1250. Ref report: mw5178133.